Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No loose drive support cap, however partially missing drive support sticker noted. The device had cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, and cracked belt clip slot.

Event description:
It was reported the customer's drive support cap was sticking out. The customer stated the damage occurred during normal use. The customer also stated their insulin pump was not bumped or dropped. Customer's blood glucose was 108 mg/dl. The customer was advised to revert to a back-up plan. No additional information provided.